Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that a thrombus occurred. In (B)(6) 2014, a 24mm watchman laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. There were no recaptures performed during the procedure. The device was placed distal to and spanned the entire laa ostium and a complete seal of the laa was observed. In (B)(6) 2015, a follow up transesophageal echocardiogram (tee) revealed thrombus on the device. Medication was given or the regimen adjusted. No further patient complications were reported.